Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor became aware that it was erroneously indicated in the initial report sent on may 20, 2021, that this report was for the left breast prosthesis. However, this medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration, animation deformity, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with two 595cc mentor memorygel breast implants, suffered bilateral breast implants malposition, animation deformity, and breast ptosis. As a result, the patient underwent revision surgery on (B)(6) 2021, where it was also discovered that the left breast implant was ruptured. Subsequently, both implants were removed, with the left breast being replaced with a new 595cc mentor memorygel breast implant (catalog: shpx595 lot: 7621283 sn: (B)(4)). The right breast implant was re-implanted. Per mentor gel implant's IFU, these devices are not intended to be re-used, so this will be reported as an off-label use. This medwatch form is for the left breast prosthesis.